Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction. It was not confirmed whether there was any audio being sent from the monitor's speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. The monitor's speaker assembly board and mainboard were ordered by the customer. It was not confirmed whether there was any audio being sent from the monitor's speaker. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.